Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that one of the instrument's grips was bent, causing side-to-side misalignment of the grips. There was a .070 offset, indicating overloading at the tip. Due to the misaligned tips, the instrument would not create heat. It was concluded that the damage was likely due to mishandling/misuse. The instrument passed electrical continuity testing. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Failure analysis investigation also found the following additional damages to the instrument: there were scratches on the surface of the distal pulley. The instrument's pitch cable was frayed at the distal clevis hub. The clevis did not exhibit any damage or wear marks. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable found during failure analysis investigation, could cause or contribute to an adverse event, if to recur.

Event description:
It was reported that during a da vinci salpingo-oophorectomy procedure, the pk dissecting forceps instrument would not energize. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.